Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was via phone call that the insulin pump was exposed to moisture and buttons were not responding. The customer¿s blood glucose level was unknown at the time of the incident. Caller reported that the esc button was hard to push. The insulin pump will not be returned for analysis.